Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported that during preventive maintenance testing at the user facility, the device alarmed with a s233 (over temperature) malfunction alarm code. The customer contact reported the temperature of the device was normal during the alarm condition. The customer reported no adverse events or delay in critical therapy while the device was in clinical use. No add'l info was provided.